Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.

Event description:
It was reported that due to an infection, the patient was explanted in 2008.